Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) sent in an email and stated that the customer had broken the bed frame.